Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The five additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was a bilateral closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred [suture retrieval issue with six proglide devices, two proglides in the rcfa and four proglides in the lcfa. The sutures of two new proglide were successfully pre-placed in the rcfa. The sheath was upsized to a greater than 8.5fr sheath and the evar procedure was completed. The two pre-placed proglide devices achieved hemostasis in the rcfa. A cut down was performed in the lcfa to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was observed as a suture malposition based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.e1 - facility name.